Manufacturer narrative:
Patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-june-2024, it was reported by the patient that he was hospitalized for 2 days due to hyperglycemia and high ketones. Blood glucose level at the time of incident was 547 mg/dl and current blood glucose level was 73 mg/dl. High blood glucose level was treated by correction bolus. No further information was available.